Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device unpackaging preparation and prior to use the protective mandrel/stylet was being removed and the stent dislodged from the balloon mandrel. There was no resistance reported/noted. The device was not used; there was no patient involvement. A different device was used in the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.